Event description:
It was reported that a catheter separation occurred and was removed with a snare. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified iliac artery. A 90cm rubicon 35 guide catheter was selected for use. During the procedure, a catheter separation near the third marker from the tip was noted. The device fragment was removed with snaring device and the procedure was completed. No further patient injury was reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was visually and microscopically inspected for damage. The devices shaft showed damage in the form of a kink located 17cm from the tip and a separation located 17.5cm from the tip. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The device was confirmed for a kink and a separation of the shaft.

Event description:
It was reported that a catheter separation occurred and was removed with a snare. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified iliac artery. A 90cm rubicon 35 guide catheter was selected for use. During the procedure, a catheter separation near the third marker from the tip was noted. The device fragment was removed with snaring device and the procedure was completed. No further patient injury was reported.